Manufacturer narrative:
Device evaluation results: one cadd legacy 1 pump was returned for investigation in good condition with scratched screen. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem "double beep" was not available in the event log. Functional testing found double beeping immediately upon power up testing. The customer reported product problem was therefore confirmed. The cause was determined to be a faulty downstream sensor. The downstream alarm sensor was replaced on the pump.

Event description:
It was reported that during testing a smiths medical pump exhibited a double beep alarm indicating the cassette was not attached properly with cassette attached.